Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure "blurred image" was confirmed. According to henke: the outer tube was bent the distal end was damaged the main body was damaged inside the optical system broken optical components could be detected ¿ the image on the camera was blurry probably root cause for this failure is: incorrectly assembled optical train damage to optical train end of life wear-out shipping damage use error the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.